Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the physician's report, this pt experienced "an idiosyncratic reaction to surgery post-operatively...not related to the implant." The pt remained hospitalized an add'l night after an explantation and reimplantation surgery. The pt is now using her device without problems.